Manufacturer narrative:
It was reported that the facility is investigating surgical site infections. It was reported that "we are looking into any and every possible commonality for these cases." No additional information was provided. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Infection.

Manufacturer narrative:
Updated h6. Recall - r-26-003.